Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, while trying to issue sulfa/trimeth tablet out of the drawer 10 position 2, the spot was empty. The customer reported that the malfunction occurred while trying to dispense the medication. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, while trying to issue sulfa/trimeth tablet out of the drawer 10 position 2, the spot was empty. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI) and medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had issue sulfa/trimeth tablet out of the drawer 10 position 2, the spot was empty. The technical support specialist (tss) found bin position was vacant. Tss advised entering zero for the countback so the system could proceed to the next available bin. The system functioned as intended after the technical support specialist troubleshot the issue.